Event description:
It was reported that the product jammed upon use. Another device was opened. There was no patient injury. This case is being reported for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned with a clip in the jaws and the clip retainer bent, out of position and detached on one side. Upon evaluation, the device was fired. The closing jaws further damaged the clip retainer while producing a tear drop shaped clip. The retainer was damaged further when the next clip was loaded into the jaws. When actuated a second time, the loaded clip fired unformed and the clip retainer fully separated from the distal tip of the device. No further actuation produced any further clips. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.